Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a loss of power eight hours after a new battery was inserted. Blood glucose level at the time of the incident was 227 mg/dl. The customer stated that they inserted another new battery and received the same alarm three hours later. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The battery was removed and reinserted with no unexpected power loss alarm noted during our testing. The insulin pump passed self test, sleep current measurement test and displacement test. The insulin pump had a scratched case.